Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump was alarming upstream occlusion. Per reporter, the pump was stopped as they pressed stop, reviewed settings and restarted the pump. Per reporter, the pump was running and there was a bag of medication, but it was empty, and the alarm returned. Per reporter, the device was silenced and batteries removed. Total volume- 138ml over 46 hours. Rate- 3.0ml/hour, resolution volume- 8.5ml, given- 129.5ml. The event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.